Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 23-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As reported in the event description, the stent component was not attached to the delivery wire. The stent component was found in the luer hub of the concomitant microcatheter. Microscopic inspection was performed on the stent component, and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was also inspected under magnification, and the distal end of the positioning coil was stretched. The issue reported regarding the stent becoming impeded in the microcatheter could not be evaluated through a functional test due to the detached condition of the stent. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. However, the stretched condition of the positioning coil indicates that that excessive force may had been applied to the device to overcome the resistance felt which ultimately led to the stretched condition of the delivery wire and premature detachment of the stent. Based on this, the reported issue documented in the complaint is confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failures. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9020403. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9020403) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31338511) and the stent was released in the microcatheter hub. The stent body was prematurely separated from the delivery wire. The physician removed both devices from the patient¿s anatomy and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 27-nov-2024, additional information was received. Per the information, the procedure was targeting an aneurysm on the internal carotid artery (ica). Aside from the premature detachment, the stent / stent delivery did not appear damage when the system was removed from the patient. The replacement stent was a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300) ¿due to back up reasons.¿ the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The additional confirmed there was no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9020403. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.